Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer was hospitalized on (B)(6) /2014 after waking up with high blood glucose and ketones. The parent also reported issues with the meter which have worsened since the hospitalization. The parent reported that on the day of the report, the customer had a high blood glucose of 318 mg/dl, which dropped down to 65 mg/dl, was treated with syrup, and the blood glucose climbed back up to 308 mg/dl within an hour. The readings were all taken from the same blood glucose meter.